Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and blood pressure high. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes,"), back pain ("back pain"), arthralgia ("joint pain"), musculoskeletal pain ("left shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy- unilateral oophorectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urticaria, headache, migraine, tooth disorder, dysmenorrhoea, alopecia, dyspareunia, weight increased, rash, back pain, arthralgia, musculoskeletal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, blood pressure high, anemia, gestational diabetes, hypertension, esophageal reflux, peripheral swelling, fatigue and pain ankle. Concurrent conditions included vaginal odor, metrorrhagia, vaginal discharge, obesity, leiomyoma nos, chest pain, shortness of breath, swollen ankles, lightheadedness, indigestion, constipation and headache. Concomitant products included amlodipine, doxycycline and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes,"), arthralgia ("joint pain") and musculoskeletal pain ("left shoulder pain"). The patient was treated with surgery (ablation and bilateral salpingectomy- unilateral oopherectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, urticaria, rash, headache, migraine, tooth disorder, alopecia, weight increased, arthralgia and musculoskeletal pain had resolved, the abdominal pain outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing in to the uterine cavity of left ostium was 5. The number of expanded coils that appeared trailing into the uterine cavity of right tube was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion; on (B)(6) 2015: no contrast material extended beyond the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, weight gain, back pain and pelvic pain batch no c06463, production date 2013-12-14, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, blood pressure high, anemia, gestational diabetes, hypertension and esophageal reflux. Concurrent conditions included vaginal odor, metrorrhagia, vaginal discharge, obesity, leiomyoma nos, chest pain, shortness of breath, swollen ankles, lightheadedness, indigestion, constipation and headache. Concomitant products included amlodipine, doxycycline and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes,"), arthralgia ("joint pain") and musculoskeletal pain ("left shoulder pain"). The patient was treated with surgery (ablation and bilateral salpingectomy- unilateral oopherectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, urticaria, rash, headache, migraine, tooth disorder, alopecia, weight increased, arthralgia and musculoskeletal pain had resolved, the abdominal pain outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing in to the uterine cavity of left ostium was 5. The number of expanded coils that appeared trailing into the uterine cavity of right tube was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion; on (B)(6) 2015: no contrast material extended beyond the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, weight gain, back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received. Reporter information, concomitant drug added. Events: vaginal discharge added. Treatment - ablation added to event menorrhagia, upgraded as serious incident event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion and blood pressure high. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes,"), back pain ("back pain"), arthralgia ("joint pain"), musculoskeletal pain ("left shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy- unilateral oophorectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urticaria, headache, migraine, tooth disorder, dysmenorrhoea, alopecia, dyspareunia, weight increased, rash, back pain, arthralgia, musculoskeletal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: case become valid. Pfs received: aka name added, reporter added, patient demographic updated, lot number added. Event injury nos is replaced with event pelvic pain. Events added- pelvic pain,abnormal bleeding (vaginal, menorrhagia), rashes, hives, migraines, headaches, dental problems, dysmenorrhea, dyspareunia, weight gain, hair loss , back pain, joint pain, left shoulder pain, abdominal pain. Events onset date and severity added. Medical history and lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, blood pressure high, anemia, gestational diabetes, hypertension and esophageal reflux. Concurrent conditions included vaginal odor, metrorrhagia, vaginal discharge, obesity, leiomyoma nos, chest pain, shortness of breath, swollen ankles, lightheadedness, indigestion, constipation and headache. Concomitant products included amlodipine, doxycycline and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rashes,"), arthralgia ("joint pain") and musculoskeletal pain ("left shoulder pain"). The patient was treated with surgery (ablation and bilateral salpingectomy- unilateral oopherectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, urticaria, rash, headache, migraine, tooth disorder, alopecia, weight increased, arthralgia and musculoskeletal pain had resolved, the abdominal pain outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, rash, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing in to the uterine cavity of left ostium was 5. The number of expanded coils that appeared trailing into the uterine cavity of right tube was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result : total bilateral occlusion; on (B)(6) 2015: no contrast material extended beyond the fallopian tube occluding devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, weight gain, back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received. Reporter information, concomitant drug added. Events: vaginal discharge added. Treatment - ablation added to event menorrhagia, upgraded as serious incident event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.